Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient underwent a non-touch eye surgery for myopia and astigmatism. During the healing period, the patient was doing fine. After removal of the contact lens, the patient started experiencing to much agonizing pain for which intraocular pressure was high. The patient's intraocular pressure was controlled in the hospital with a glaucoma drop. However, the patient still has severe photophobia for which the patient has been prescribed antireflection glasses. Additional information has been requested. There are multiple related reports for this event. This report addresses patient (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped the gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. During preparation of treatment for patient's left eye the warning message '' info='patient bed position does not match with selected eye!' It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye was performed successfully with one interruption. The user has not performed an energy check before this patient. No technical problem can be identified during logfile review. Based on the provided data, only a limited evaluation from a clinical (application) perspective can be made. The wlz-file and the treatment report showed no abnormalities, and there is no information available which treatment protocol was used. As reported, during the normal healing period the patient was doing very fine. So, from the clinical side of view there is no direct correlation between the laser and the origin of hypertension. The possible impact of postoperative medication has to be evaluated by a medical professional. Root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).